Manufacturer narrative:
The reported glidescope core 2m quickconnect cable was returned to verathon for evaulation along with the bflex 2 5.8 single-use bronchoscope used during the reported procedure. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported image issue. When connected to a test monitor and bflex bronchoscope, the cable worked as intended. The device passed verathon's device functionality testing and was confirmed to be within specification. The returned bflex bronchoscope was unable to be tested due to being contaminated with blood and labeled with a warning of staph infection from the patient the device was used on. Upon completion of verathon's device evaluation, the cable was returned to the verathon territory manager and the bronchoscope was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A verathon territory manager reported on behalf of their customer that when a bflex 2 large 5.8 single-use bronchoscope was plugged in to a glidescope core 2m quickconnect cable during a tracheostomy procedure, the screen on the connected glidescope core 15-inch fhd monitor was cutting out and had a definite lag. Mid-procedure, the bronchoscope was swapped to a different glidescope core quickconnect cable and there were no issues with the screen cutting out and lag. No delay in procedure or harm to the patient was reported.